Event description:
It was reported that nine months and thirteen days post a port placement via the right internal jugular vein, the catheter and the port body were allegedly fallen off. It was further reported that the catheter allegedly got moved to the pulmonary artery. Reportedly, the patient has been transferred to the breast ward for observation, and was discharged. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2024) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 04/03/2024. The correct g3 date is 04/04/2024. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter disconnection issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 12/2024), h6 (method). H6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and thirteen days post a port placement via the right internal jugular vein, the catheter and the port body were allegedly fallen off. It was further reported that the catheter allegedly got moved to the pulmonary artery. Reportedly, the patient has been transferred to the breast ward for observation and was discharged. The current status of the patient is unknown.